Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4), record # (B)(4).

Event description:
It was reported that upon insertion it appeared that intra-aortic balloon (iab) was kinked. The iab was removed and replaced without difficulty. The indication for use was low ejection fraction/prophylactic. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. A visual examination of the product was performed and no kinks or damage was detected on the returned iab catheter. An evaluation of the product was unable to duplicate the reported problem. The reported event cannot be confirmed by the evaluation. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4), record # (B)(4).

Event description:
It was reported that upon insertion it appeared that intra-aortic balloon (iab) was kinked. The iab was removed and replaced without difficulty. The indication for use was low ejection fraction/prophylactic. There was no reported injury to the patient.